Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient's generator is flipping in the pocket and down in her armpit. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that per the physician, the migration of the generator was due to the mobility of the overlying breast tissue. Physician had confirmed that a non-absorbable suture was used to secure the generator down during implant. The reported revision was reported to be due to patient comfort. The physician had noted that the revision surgery was confirmed to have occurred.

Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient's generator is flipping in the pocket and down in her armpit. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.